Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4).

Event description:
It was reported that the physician believes the atrial-ventricle (av) delay offset feature was lacking on the device. The physician believes there should be a limit on when the device should switch to both atrial-ventricle sense-pace (ddd) mode. They physician stated that the patient developed a long first degree av block with atrial-pace ventricular-sensing of 630 millisecond. The patient was symptomatic lacking energy and general fatigue with the long av delay. The device was programmed to a rate adaptive ddd mode and the issue was resolved. The device remains in use. No further patient complications have been reported as a result of this event.